Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 150 units of insulin during the load process. The customer was able to add more insulin to the cartridge and complete the load process. In addition, the pump battery dropped from 95% to 75% while connected to a power source. The customer was also having difficulty charging the pump despite the attempt of multiple power sources. The customer later confirmed that the pump was able to be charged successfully. Customer reported blood glucose level was 233 (mg/dl). It was indicated that the customer will continue to use the pump for insulin therapy and monitor the pump performance.